Event description:
Discrepant susceptibility results were observed with the biomerieux vitek 2xl ast-gp71 cards (cefoxitin and oxacillin mismatch with staphylococcal isolates.) Increased incidence initiated a call with biomerieux's technical support on 04/19/2017, and it was disclosed that there were two other labs with similar complaints. On 04/20/2017, the microbiology manager at (B)(6), received a call from the account manager at biomerieux that communication will be forthcoming regarding an urgent product recall. This was followed by a brief email from the vendor later that day, a copy of the formal product recall notice from the account manager the following day (4/21) and a hard copy of the product recall notice via (B)(6) on 04/24/2017. Immediate remedy was to visually inspected all pouches for defect prior to use, in conjunction with the lab's standard protocol to verify unusual resistance patterns using an alternative method. Rejected product resulted in a request for replacement product, only to have more of the defective lots sent for use. A conference call was held on 04/27/2017 between dls (technical director, medical director, vp of risk management, microbiology manager, microbiology coordinator) and biomerieux (account manager, senior marketing manager, regional marketing manager, field service rep, executive marketing manager, executive director). The company has indicated that notification to the FDA had already been done, and an internal investigation was initiated in february 2017. Mfg has been changed to address the defects in packaging, but replacement product may not be immediately available to the lab. The vendor has indicated that the recall is based on defects to the plastics used in the mfg process. While visual inspections at the mfg plant shows the product to be defect-free, the plastics have caused several holes or tears in the packaging during shipment. The impact is false resistance to the carbapenems, nitrofurantoin and oxacillin. Unusual patterns (e. G., carbapenem resistance, oxacillin vs cefoxitin discrepancy) are routinely repeated using alternative methods in this lab. Visual inspection of the packaging of each card used in the lab will continue until replaced by non-defective product and further notified by the vendor. Antimicrobial results will be reviewed daily, and monthly reviews will be conducted to defect changes to the lab's antibiogram.